Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The unit was returned without the battery and did not emit any sound when the alarm limits were triggered. The speaker driver was tested and even though it was receiving all the correct voltages from the speaker, it wasn't outputting the specified voltage which prevented the unit from emitting any sound.

Event description:
The customer reported that the device has no sound when the device is alarming. No consequences or impact to patient were reported.